Manufacturer narrative:
The pump was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test or verify pump error 130 due to unresponsive buttons.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 218 mg/dl at the time of incident. No significant event leading to stuck button alarm was observed. Stuck button troubleshooting was performed and confirmed that the insulin pump button was not pressed down for 3 minutes or longer and it was not exposed to a change in altitude. Customer also reported that the insulin pump had a pump error alarm and they were unable to get past rewind process. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.